Manufacturer narrative:
Section b5: additional information was initially reported in manufacturer report number 2916596-2021-06529. Manufacturer's investigation conclusion: specific causes for the patient¿s driveline infection and pump cable adherence to the right atrium could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable with the inline connector, the modular cable, sealed outflow graft, outflow graft clip, apical cuff and outflow graft bend relief were not returned. The apical cuff lock was returned in the default position (not locked). Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm3 lvas, including right heart failure and driveline infection, as well as lists driveline infection as a potential late post-implant complication that may be associated with the use of the hm3 lvas. Section 5 of the IFU: ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 also states that the pump cable must not be kinked or positioned where it could abrade a pump component, surgical element, or body structure. Section 6: ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Also, in section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Parts of the percutaneous lead inside of the chest cavity that had adhered to the right atrium had to be gently removed. Tears were repaired with pledgeted sutures; however, the process was slow and took about 15-20 minutes. Additionally, the operating room (or) transesophageal echocardiogram (tee) showed that the patient's ejection fraction (ef) was 25%, and there were traces of a tricuspid valve replacement (tvr), mild aortic insufficiency (ai), a mildly reduced right ventricle, but no mitral valve repair (mvr).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent elective heartmate 3 to heartmate 3 exchange due to chronic driveline exit site infection. There was a pump stop alarm noted prior to the patient being put on full bypass support.